Event description:
Insulet product support received email message from a certified diabetes educator (insulet field employee) requesting follow up with a pt who had run out of insulin due to device problems and ended up hospitalized with diabetic ketoacidosis. Two messages were left for the customer. On the third attempt to contact him, someone answered but hung up.

Manufacturer narrative:
No device was returned for evaluation. We are unable to determine what issues the pt experienced with the product or to confirm if any malfunction contributed to the reported diabetic ketoacidosis and hospitalization. No qualification record review was performed because no product lot number was reported. The omnipod user's guide warns "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and cautions "keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include several new, sealed pods, a vial of rapid-acting u-100 insulin, and syringes for injecting insulin." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."